Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 132 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
The transmitter was unable to charge due to a broken cow catcher and damaged contact pins. The functional tests could not be performed due to the charge anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.